Event description:
Philips received a complaint from a customer regarding a v60 device that lost power during use on a patient. Although the device shut down while in use, there was no harm to the patient or user. The device was promptly replaced with another unit, and no medical intervention or delay in therapy was reported. The issue was evaluated by the customer (biomed) with support from a remote service engineer (rse), and the problem was confirmed. The device exhibited a no-power condition, with no response from either alternating current (ac) or battery power and no light emitting diode (led) indicators illuminated. The unit was taken out of service. The internal battery was noted to have a manufacture date of 2018. The customer attempted troubleshooting by replacing the power cord, which did not resolve the issue. When a different battery was installed, the device powered on; however, no 24v was observed in the pneumatics screen, indicating a potential issue with the power supply. Based on diagnostic findings, the probable causes were identified as the internal battery and the power supply. As a corrective action, the rse provided the parts for repair. The customer planned to replace both the battery and the power supply to restore functionality to the device. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the battery was initially replaced; however, the device did not illuminate the power or battery charging leds, and although it powered on via battery, it did not charge and no 24v supply was present. After replacement of the power supply, the power and charging leds functioned correctly, and the device achieved proper 24v supply and charging capability. The ventilator subsequently passed all performance tests and was returned to service. The defective power supply will be returned for evaluation. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.